Event description:
There is no adverse event associated with this complaint. The pump was returned for investigation of multiple loss of prime warnings. Evaluation revealed that the force sensor pins were partially dislodged. This report is made based on results of investigation completed on 01/19/2012.

Manufacturer narrative:
The reporter was a product analysis representative from (B)(4). Correction/removal report number 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on 01/19/2012. The pump has been returned and evaluated by product analysis with the following findings. During investigation, the rewind, load, and prime sequence was performed successfully. Loss of prime warnings were observed in the history but were not duplicated during testing. Evaluation revealed that the force sensor was accurately calibrated. The force sensor flex pins were found to be partially dislodged from the sockets. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.